Event description:
Customer reportedly received the following results on the compact plus system: 112 mg/dl, 162 mg/dl, 183 mg/dl, 212 mg/dl, 402 mg/dl, 506 mg/dl, 367 mg/dl, 538 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.